Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that a patient's blood glucose levels reached 260 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. A correction of 3.5 units was administered using the pod but the bg levels did not decrease. The patient noted the adhesive was loose, the cannula had dislodged from the infusion site and was bent. A new pod was applied to treat the hyperglycemia.